Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The handle of the mics fell off during the case; the screw fell out. Tka case.

Manufacturer narrative:
Reported issue: the handle of the mics fell off during the case; the screw fell out. Tka case. Product history review: device history records indicate (B)(4) were manufactured under lot k0a3a and all were accepted into final stock on 9/13/2017. Complaint history review: a review of complaints related to prodex lot k0a3a shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage. Dimensional inspection: dimensional inspection was not completed. The reported problem was a functional issue. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: functional inspection revealed no physical damage and the product functioned as intended. Conclusion: failure was not duplicated. The handpiece was tested in the handpiece test (qip0243) and passed. The motor spun as expected during the test. The cable was agitated during the test and the unit remained functional. Device nor returned.

Event description:
The handle of the mics fell off during the case; the screw fell out. Tka case.